Event description:
It was reported, the patient is unable to charge his ipg. As a result, the patient is without stimulation. Subsequently, the sjm representative met with the patient and confirmed the patient's ipg is inoperable. The patient will undergo surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was involved in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.